Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation lab for further evaluation. The internal and external aspects of the device were inspected, and the manufacturer observed evidence of an unknown contamination was present on the flip doors for the sd card and module. An unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure and evidence of liquid ingress to the p4 power cable was also observed by manufacturer. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress with a dust contaminant consistent with mineral deposits was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no presence of degraded sound abatement foam in the device but evidence of dust/ dirt and water ingress was observed in the device. Section d8. D9, h2, h3, h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.